Event description:
Free style flash blood glucose monitor gave 11:30 pm reading of 371. I took 4 units of novalog insulin, via insulin pump, to address this problem. Two hours later my husband found me unconscious and called the emergency squad. Their meter showed a blood glucose reading of 19. The 371 reading was an error as the four units of novalog should have lowered my blood glucose number by roughly 200 points, to 171.